Event description:
The left ventricular (lv) was returned to the manufacturer with no reason for replacement. The lv was analyzed and tested out of specification. Follow up determined that the lead was explanted and replaced as part of a device upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the distal and proximal conductors (not obstructed). Also, the outer insulation was melted, had cosmetic environmental stress cracking and had a cosmetic depression.